Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. Upon review of the log files, the stm could not identify any error codes or faults that would correlate to a shutdown. The stm inspected all wiring for exposures that could cause shorts. As a precautionary measure, the stm replaced the solenoid driver board. The stm also replaced a missing wire grommet on the compressor compartment. The stm verified proper battery runtime and operation on a/c power then completed all safety, functionality, and calibration checks and all tests passed to factory specification. The stm ran the iabp unit overnight and verified functionality with the customer. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down. There was no patient harm and no adverse event was reported.